Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. Three days later, a second lia triggered and an alert for pacing impedance out of range (oor). Approximately a week later, another out of range (oor) pacing impedance alert triggered. A few weeks after that, a warning for oversensing of noise was triggered and possible inhibition of pacing occurred. Alerts for the out of range (oor) impedance were programmed off. The patient was experiencing weakness. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. Three days later, a second lia triggered and an alert for pacing impedance out of range (oor). Approximately a week later, another out of range (oor) pacing impedance alert triggered. A few weeks after that, a warning for oversensing of noise was triggered and possible inhibition of pacing occurred. Alerts for the out of range (oor) impedance were programmed off. The patient was experiencing weakness. The lead remains in use. No further patient complications have been reported as a result of this event.